Event description:
It was reported that the patients ipg migrated and was causing discomfort and burning sensation as it was already overlying the spinous process. During the revision procedure, the physician noted that the lead was also out of the epidural space. The physician repositioned the ipg and leads. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7126701 / 7125401.